Event description:
Patient reported right side "pain", "a lot of fluid", "defects", "enlarged right breast", "very swollen" and capsular contracture baker grade ii. Healthcare professional reported "enlarged right breast, breast us showed moderate amount of free fluid in the right breast store." The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported right side "pain", "a lot of fluid", "defects", "enlarged right breast", "very swollen" and capsular contracture baker grade ii. Healthcare professional reported "enlarged right breast, breast us showed moderate amount of free fluid in the right breast store." The device has been explanted.